Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. During evaluation ,the device alarmed system error 322 (link switch error (low)) during downstream occlusion test. A review of event history log revealed single occurrence of system error 322. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be failed upper latch switch which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.